Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/14/2019, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated on (B)(6) 2018 the insertion site was red and swollen, and after a few days, the area had pus and looked like a breast. On (B)(6) 2018 the patient was seen by her primary care physician and was prescribed doxycycline hyclate capsules and mupirocin ointment usp for the skin reaction and was advised to see a surgeon on the same day. The patient stated the unknown surgeon described the insertion site appeared to have a rogue hair and/or ulcer outside of the skin. The patient stated the surgeon pulled the scab off the insertion site and advised the patient to put hot and cold compress over the area. The patient stated there was no additional medical intervention. At the time of contact, it was indicated the patient was still in pain. No additional event or patient information is available.